Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (concentration "500", 167 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient reported to the office for a pump refill and x-ray confirmed the pump flipped. The hcp attempted to manually flip, but was unsuccessful. A pump pocket revision was performed due to the flipped pump. The catheter aspirated at the time of procedure with positive cerebrospinal fluid (csf). The environmental, external, or patient factors that may have led or contributed to the event was "suspected due to weight gain since initial implant." The issue was resolved at the time of this report. The patient's status was alive, no injury.